Manufacturer narrative:
Photographs were provided. Batch record review was conducted resulting in following: urinary catheter in question was packed under sap material ID 1706972 - gentlecath ic tiem ch12x405mm(1x100pk) us and packaging lot#3c03192 in amount (B)(4) pieces in march 2023 in center c2 on packaging machine p016. The catheters cathy tiemann deht 12/040cm/78 2l ¿ sap material ID 1725230 used in packaging lot#3c03192 were produced under lots#3c03187, 3b01148 and 2g00577. All catheters were produced on machine a097. No nonconformance has been opened during production of these lots. According to process instruction g805307 v.27.0 (used during production of lot#3c03187), g805307 v.26.0 - the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. The percentage of affected pieces against lot is (B)(4). This complaint was discussed on complaint review board on march 27, 2025. The issue will be monitored. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range. Attendees decided that this is considered an isolated issue and no further actions are required. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photographs were provided. Batch record review was conducted resulting in following: urinary catheter in question was packed under sap material ID 1706972 - gentlecath ic tiem ch12x405mm(1x100pk) us and packaging lot#3c03192 in amount (B)(4) pieces in march 2023 in center c2 on packaging machine p016. The catheters cathy tiemann deht 12/040cm/78 2l - sap material ID 1725230 used in packaging lot#3c03192 were produced under lots#3c03187, 3b01148 and 2g00577. All catheters were produced on machine a097. No nonconformance has been opened during production of these lots. According to process instruction g805307 v.27.0 (used during production of lot#3c03187), g805307 v.26.0 - the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. The percentage of affected pieces against lot is (B)(4). This complaint was discussed on complaint review board on march 27, 2025. The issue will be monitored. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range. Attendees decided that this is considered an isolated issue and no further actions are required. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports the fin on the funnel is not aligned with the coudé tip. He sent pictures. There was no harm reported.

Manufacturer narrative:
E.1: complainant street address: complainant city: (B)(6). Complainant state/province: (B)(6) complainant postal code: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.